Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 2/4 of their automated peritoneal dialysis therapy. Reportedly, the home pt disconnected their transfer set from the pt line of the homechoice set while asleep. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was associated with this incident per the home pt's nurse.